Event description:
Caller obtained a result of 128mg/dl at some point during the day and after going to bed that evening, he woke up around 2:30am and called the paramedics due to feeling ill. The paramedics treated the customer for low blood gucose and he reports he was taken to the hospital. No paramedic results were provided. At the hospital the customer reports being treated for a stroke. Pneumonia, and kidney stones. No specific treatment was reported. No strip information was reported, no quality controls were reportedly used on the original strips used. Requested return of suspect device and replacement was sent.